Event description:
Consultant reported: pt status post l5-s1 arthroplasty implanted with pro-disc-l on (B)(6) 2012. Post op x-rays were taken and everything looked good. Pt returned to surgeon on (B)(6) 2012 with no complaints of pain and was off the medications. A routine x-ray was taken and showed subsidence of the superior endplate, anterior displacement. On (B)(6) 2012, a CT scan was performed and showed the l5 vertebrae was fractured. Reportedly, the pt was not involved in any incident with axial loading. The prodisc-l implants have not been removed at this time. Pt was bedridden for 2 weeks post op after implantation and did not recover well. This is 2 of 3 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.